Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient experienced a blood glucose of 522 mg/dl with frequent urination and increased thirst related to the pump emitting frequent loss of prime warnings. The reporter stated that the last cartridge change was a couple days earlier and denied having and issues with loose caps, changes in force or temperature. The reporter was advised to try changing the cartridge and the reporter indicated being able to prime and complete a bolus without loss of prime warnings. This report is made based on the allegation that the patient experienced hyperglycemia related to frequent loss of primes.

Manufacturer narrative:
No product was returned for investigation; a retain sample was pulled for investigation on 02/14/2014 with the following findings: no defect was found, a leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. Force test was passed.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .